Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose (bg) was "high"; specific bg value was unknown. Customer delivered a correction bolus via the pump and exercised to address elevated bg. The customer successfully reloaded the cartridge and insulin delivery was resumed.